Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a gastro biopsy procedure, performed on (B)(6), 2010. According to the complainant, during the procedure, the forceps were advanced down the working channel of the scope and placed at the biopsy site. When the forceps were opened it was noticed that there was a piece of metal sticking out of the side of the forceps. The forceps were closed and removed from the scope. The procedure was successfully completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the washer tail was bent out of the clevis. The pull wires of the device were intact and were not broken. Measurements were taken of the pull wire curves; one of the two curves was out of specification. Additionally, no abnormalities were noted with the device riveting and welding which were within design specification. Functionally, the device jaws would open and close normally considering the bent washer tail. The condition of the returned incident device was consistent with the complaint. The evaluation found that the pull wire was not broken, but the washer tail was bent and appeared as if a wire was broken. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a gastro biopsy procedure, performed on (B)(6), 2010. According to the complainant, during the procedure, the forceps were advanced down the working channel of the scope and placed at the biopsy site. When the forceps were opened it was noticed that there was a piece of metal sticking out of the side of the forceps. The forceps were closed and removed from the scope. The procedure was successfully completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's ID, sex and weight are unknown. The exact age of the patient is unknown, however, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.